Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a polyflux 170h, an external dialysate leak was observed from the arterial side of the dialysate port connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to d9, h3, h6 and h10 h10: the actual device was received for evaluation. The visual inspection by naked eye of the product showed a residual pur (polyurethane) in the dialysate port. A leak test of the dialysate side was performed and a leak was observed. The reported condition was verified. The cause is a residual pur on the sealing surface of the port which is manufacturing process related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/23/2021.